Event description:
It was reported that there was air in the tubing of a clearlink buretrol solution set. This occurred during patient infusion with IV fluids using an infusion pump. The reporter stated that the pump experienced an air in line alarm so the set was replaced. After the set was replaced the pump functioned normally. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation against the reported condition of air in line. The device was visually and functionally tested per product specifications. There were no defects identified. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.